Event description:
It was reported that the pt underwent pump implant under general anesthesia without difficulty. The pt remained in the hospital overnight and was discharged the next day. The hcp rechecked the programming strips and everything appeared correct. The pump contained morphine 0.5 mg/gl at a daily rate of 1.0092 mg. The pt was checked on at about 2 am in 2008. And by morning she had expired. It is unk if an autopsy was performed. The hcp did not have any additional details.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient was found unresponsive and subsequently expired three days after pump implant. Per the reporter, "autopsy of (B)(6) 2008 states the cause of death is a result of morphine toxicity".

Event description:
Additional information reported manner of death as accidental. Also, it was reported patient took the following medications: promethazine tab 25mg - 1 every 4-6 hours; sucralfate tab 1 mg - 1 tab 4 times a day; levothyroxine tab 200mcg - 1 time a day; morphine sulfate 30mg tab -1 time a day as needed; carisoprodol 350mg tab mpc - 1 every 8 hours as needed; prevacid cap 30mg dr-1 time a day; tizanidine hcl 4mg tab - substituted for zanaflex 4mg tab 1 tab 3 times a day; avinza 90 mg cap - 2 times a day; crestor tab 20mg -2 times a day.